Event description:
It was reported that the procedure was to treat a heavily tortuous, de novo left anterior descending artery that was 95% stenosed. Predilatation with a 2x15 non-abbott balloon was performed. Then a 3.5x48mm xience xpedition stent was deployed and standard post dilatation was performed with an nc balloon. Then a distal edge dissection was noted. Another xience xpedition was used to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.